Event description:
It was reported that the therapy cable was not detected by the device and cannot be used to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed they replaced the therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to use. The device has not been returned to physio-control for evaluation. The cause of the reported failure was due to a faulty therapy cable assembly.